Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was moderately tortuous and severely calcified in the left superficial femoral artery. A 7.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres with a duration of 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.